Manufacturer narrative:
Additional narrative: attempts to obtain additional info regarding the pt's age and gender were unsuccessful. Reference MFR's report: 2951580-2011-00156.

Event description:
It was reported the pt (B)(6) was treated post-operative using two packages of the stammberger sinu-foam nasal dressing. Upon walking from anesthesia, the pt was coughing. Examination of the pt found that the nasal foam was not viscous enough. Subsequently, the material slipped out of the surgical cavities of the sinuses after a few minutes and ended up in the nasal pharynx and throat of the pt. Although the pt reported some discomfort, no pt complications were reported as a result of this event.